Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 25 mg/dl am fasting. The customer is using true result meter (discontinued) with the incorrect test strips (true metrix). The customer¿s expected am fasting blood glucose test result range is 80-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/14/2024 and test strips were opened two weeks prior to call. The meter memory was not reviewed for previous test result history. Customer was upgraded to true metrix product line.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.